Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for a high blood glucose of 437 mg/dl. Prior to hospitalization, the patient had woken up with a blood glucose of 487 mg/dl. The patient treated via bolus and manual insulin injection before calling ems. During troubleshooting the customer discovered four small air bubbles in the tubing. The insulin was not stored at room temperature; it was in the refrigerator and taken out for an hour prior to use. The device was programmed accurately. The insulin pump was not returned for analysis.